Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating and deflating properly, a fluid loss in the device was reported. The ipp was explanted. There were no patient complications reported.